Event description:
Pt implanted with pangea construct from l2-s1. Postoperatively, the surgeon noted that one of the screw heads at s1 had disengaged. The surgeon brought the pt back for revision. During the revision surgery, it was noted that the other screw at s1 was loose. The construct was revised to the ilium. Upon checking the rest of the construct during revision, it was noted that 2 other screws were loose. All 3 loose and 1 disengaged screw were replaced. When the surgeon was reducing the rod at s1, the head of one of the new screws popped off again. The surgeon replaced this screw for a second time and was able to successfully completed the procedure. This is 1 of 5 reports for this event.

Manufacturer narrative:
Info not provided on initial report. Additional info has been requested. Investigation not completed, no conclusions can be drawn. A device history record review has been requested.